Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient had a possible stroke. They had an altered level of consciousness. It was unknown if the symptoms were related to their device or therapy. No further complications were reported as a result of this event.